Event description:
During an angioplasty procedure via the left femoral artery, the angioplasty balloon became stuck in the right thigh. Upon withdrawal, the catheter shaft almost came apart. The radiologist managed to withdraw the device over the sheath, but a dissection of the left iliac artery developed. This was repaired with percutaneously placed stent in radiology. Patient was transferred to ICU for monitoring and subsequently taken to the or for repair of laceration of left femoral artery.